Manufacturer narrative:
Occupation - the occupation is lay user/ patient.

Event description:
The customer's daughter complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The result from the meter was >8.0 inr and the result from the laboratory was 4.0 inr. The elapsed time between the results was 30 minutes. The customer's therapeutic range is 1.5 - 2.5 inr. The doctor ordered the customer to hold warfarin based on the lab draw. There was no allegation of an adverse event. The customer is anemic and is not aware of what his hematocrit is. He is not on heparin therapy, does not have apas, and is not on direct thrombin inhibitors. The customer has been eating less due to being ill. The customer had a head cold and has been sick with pneumonia prior to being hospitalized. The customer did not receive any medical treatment in the hospital, however, he is currently being monitored at the hospital due to artificial heart valve not performing as intended. Retention test strips (294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.